Event description:
The customer stated that she tested her blood glucose and received readings of 298 and 270 mg/dl. Her dr received a blood glucose reading of 108 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse events due to the readings. The strips are to be returned for eval, and replacement strips will be sent.